Event description:
The customer reported that the display went blank and was unable to change settings. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and stated that respiratory saw half of the screen went blank and unable to change values. The biomed has the unit running for a couple hours and could not duplicate the issue. Biomed states that he even hit the side of the user interface (ui) assy, and still the issue would not occur. Since the original complaint had an lcd issue and touchscreen issue, recommended the user interface assembly. Biomed stated that he had the unit running for a couple days and could not duplicate the issue. The customer returned the unit to service. No part was replaced.